Event description:
Customer reported that she had lost her insulin pump so she was off the device for a while. She found the lost device on saturday and reconnected to it today. Customer's blood glucose is 482 mg/dl due to being off the device for a few days. A replacement device was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.